Event description:
Reportedly, the pt had a fast ventricular tachycardia on (B)(6) 2011 and received 6 inefficient shocks from the ICD involved in this MDR report. The ambulance with the urgent care assistance was required and they delivered two external shocks (the first inefficient and the second was efficient). Later at the hospital, the physician interrogated the ICD to know if it delivered the shocks properly but the initial pt file was not available in the programmer to review the episodes. On (B)(6) 2011, the ICD was reinterrogated and it was observed that a reset of the data occurred on (B)(6) 2011, some expert files were saved but it was confirmed that no pt files dated (B)(6) 2011 were available to review the episodes. The pt died on (B)(6) 2011. The device was explanted and returned for analysis.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved under (B)(4). Analysis is pending.